Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. The issue did not cause the customer¿s blood glucose to exceed 500 mg/dl. The customer was assisted with resetting the pump, but since the malfunction code recurred, tandem technical support agreed to replace the pump. The customer opted to use multiple daily injections (mdi) as a backup therapy and acknowledged instructions regarding the replacement process, including the necessary actions and returning the faulty pump within 10 days. There was no adverse impact on the customer¿s blood glucose level.